Event description:
High troponin (accu tni) result. The elevated accu tni result was 6.68 ng/ml (above the ami cut-off). The result was reported out of lab. The customer indicated that the original sample from the pt was retested for accu tni. The repeated accu tni result for the pt was 0.02ng/ml which was rpeorted out of the lab as corrected result. No additional information regarding this event is provided.